Manufacturer narrative:
As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason it must be avoided to: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; infiltrations of liquid inside the pump. In this case the water penetration damaged the keyboard, for this reason the component has been replaced. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that pusher doesn't withdraw.